Event description:
The customer reported via phone call that they were admitted to hospital due to high blood glucose on (B)(6) 2022 with blood glucose of 220 mg/dl. The customer's current blood glucose was 153 mg/dl. The customer did experienced the symptoms such as nausea, abdominal pain, confusion and feeling sick. The customer was treated by intravenous insulin drip. The insulin pump will not be / will be returned for analysis. The customer was using auto mode at the time of incident. No further patient complications were reported. Troubleshooting was not performed and the customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2022 the customer was hospitalized for high bg's. On a related svn (B)(6) ((B)(6)2022) the customer allege high blood glucose. On a related svn (B)(6) ((B)(6)2022) the customer alleged high bgs. On a related svn (B)(6) ((B)(6) 2021) the customer alleged high blood glucose. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump passed the functional testing. Unable to confirm alleged high bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.